Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported the doctor revised the acetabulum and repositioned the cup, using a tm augment. The stem (patient said about (B)(6)) remained implanted. No additional information available.